Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was unable to confirm the reported issue of blurry image. However, during investigation olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. D8 update: additional h6 coding.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a blurred image. This was found during inspection for use. There was no patient involved.